Event description:
The user underwent an 3 tesla MRI.

Manufacturer narrative:
Conclusion: device investigation revealed a demagnetized implant magnet. According to the information received from the field the recipient experienced retention issues after a 3t magnet resonance imaging. The medical procedures manual (aw33289_15.0) clearly states for product type c40+: 'MRI scanners with static magnetic field strengths of 0.2 t, 1.0 t or 1.5 t only. No other field strengths are allowed.' Therefore the reported issue constitutes an abnormal use. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent an 3 tesla MRI.

Manufacturer narrative:
According to the information received from the field the recipient experienced retention issues after a 3t magnet resonance imaging. The medical procedures manual (aw33289_15.0) clearly states for product type c40+: 'MRI scanners with static magnetic field strengths of 0.2 t, 1.0 t or 1.5 t only. No other field strengths are allowed.' Therefore the reported issue constitutes an abnormal use. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user underwent an 3 tesla MRI.